Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for one unknown tfna nail. Part and lot numbers are not available for reporting. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the unknown trochanteric femoral nail advanced (tfna) nail migrated postoperatively. The patient initially underwent the tfna procedure on (B)(6) 2016 to treat a right intertrochanteric fracture. It was reported that the initial surgery was difficult due to the type of fracture, described as a reverse oblique fracture with lateral trochanteric displacement. The patient was implanted with a tfna nail, helical blade and either one (1) or two (2) locking screws. It was reported that the surgery was completed successfully. Per the surgeon, a two week postoperative x-ray taken on (B)(6) 2016 revealed that the nail had slid approximately one (1) cm on the helical blade. The helical blade remains in place in the femoral head where it was placed but the nail slid from the lateral to medial side. It was noted that the surgeon had specifically locked the blade in place so that there would not be movement. It was reported that the patient will continue to be monitored and that there is no further treatment planned at this time. Concomitant devices: helical blade (part #unknown, lot #unknown, quantity 1), locking screw (part #unknown, lot #unknown, quantity 1 or 2). This report is 1 of 1 for com-(B)(4).

Manufacturer narrative:
Device remains implanted in the patient; as such explant date is not applicable. A device history record review was performed on part# 04.037.156s, lot# h154102: release to warehouse date: 29-jul-2016, expiration date: 30-jun-2026, manufactured by (B)(4). No non conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. This report is inadvertently reported as serious injury and product problem on medwatch report- (B)(4). It is corrected to product problem only as there was no report of patient harm or added invention. UDI: (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Device records review has been requested. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Per the sales consultant, he is concerned that the issue is either with the locking mechanism on the nail or the torque limiting handle. Concomitant devices: helical blade (part# 04.038.295s, lot# h047448, quantity 1), locking screw (part# 04.005.522, lot# unknown, quantity 1), locking screw (part# 04.005.520, lot# unknown, quantity 1). This report is 1 of 2 for com-(B)(4).